Manufacturer narrative:
Returned for evaluation was one (1) 14cm solero probe. The ceramic tip of the device was broken off and approx. 3mm of the base of the tip was still attached to the semi-rigid. The fracture point corresponds with end of the semi-rigid outer jacket. There was melted metal visible on inside the semi-rigid which is likely part of the melted center conductor. In a thermal event the center conductor will melt and separate which is consistent with this complaint. This appears to be a thermal event that melted the center conductor, fractured and detached the ceramic tip. There are small copper "spatters" indicating the copper center conductor melted. The cause of this type of thermal event could not be definitively determined. The customer's reported complaint description of tip fractured/detached is confirmed. Root cause for the thermal event/tip detachment could not be definitively determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
The 14cm solero applicator was tested at 60w with no issues. The unit was set at 140w for the percutaneous procedure. The applicator was placed under CT guidance, and within the first few seconds of starting the procedure, no ablation applied as of yet, the solero generator stopped and displayed the error high reflective power. It was decided that the radiologist would remove the applicator and that was when it was noticed that part of the ceramic tip was still in the patient. The procedure was completed with a new probe. It was reported the patient was stable post procedure.